Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors, including the distal conductor (not obstructed).

Event description:
It was reported that the left ventricular (lv) lead had dislodged into the right atrium (ra). The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.